Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that on november 15, the nurse opened a core temp foley kit and the 10 ml normal saline syringe had no cap on the end of it and only had 4 ml of fluid in it.